Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), confirmed wire damage that would have contributed to the pump stoppage events captured in the submitted log file. The submitted log file captured pump stoppage events on (B)(4) 2021 and (B)(4) 2021 with corresponding low speed advisory/hazard and low flow hazard alarms. These events occurred on the power module and batteries. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file appear consistent with a potential driveline issue. (B)(4) was returned assembled with the driveline severed approximately 6¿ from the pump housing. The distal portion of the driveline measuring approximately 31¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not explanted for evaluation. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not explanted for evaluation. Electrical continuity testing of the driveline found all wires to be electrically intact. Breakdown of the metal braided shield was observed approximately 24" - 26" from the controller connector. Visual inspection and hi-pot testing revealed breaches to the orange and brown wires approximately 25.5¿ from the controller connector. Additional breaches to the red and yellow wires were found between approximately 25.5¿ ¿ 26¿ from the controller connector. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The pump stoppage events captured in the submitted log file would have occurred from a short-to-shield if the exposed conductors from any of the compromised wires contacted the metal braided shield on a grounded power source (power module with grounded patient cable or mobile power unit). The pump stoppage events captured in the submitted log file also would have occurred from a phase-to-phase short if the exposed conductors of wires from two different phases made direct contact with each other or simultaneous contact with the metal braided shield on either a grounded power source (power module with grounded patient cable or mobile power unit) or on an ungrounded power source (external batteries or a power module with an ungrounded patient cable). Incidental findings: examination of the rotor inlet revealed a red thrombus formation surrounding the inlet bearing ball. A specific cause for the development of this formation and an exact duration for which it was present within the pump could not be conclusively determined through this evaluation. Additionally, rescue tape was observed approximately 2¿ ¿ 4¿ from the controller connector and a superficial tear in the outer jacket was revealed underneath the tape approximately 2.5¿ from the controller connector. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU) and patient handbook are currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the clinic for a number of alarms while on batteries. A log file was reviewed which found pump stops. The patient was then moved to the ICU. It was reported that the patient had known driveline damage back in (B)(6) 2018 but refused a driveline repair. It was reported that the patient's short to shield has progressed into a phase to phase short. There were x-rays taken which provided an area of concern. It was reported that the pump was exchanged on (B)(6) 2021. No additional information was provided.